Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced a hypoglycemic event on (B)(6) 2016. Patient reported that his partner noticed that the patient was sluggish and called 911. Firemen arrived and treated the patient with glucose. The firemen told patient that his finger stick blood glucose was at 27 mg/dl. Patient reported that he refused to go to hospital and recovered okay. At the time of contact, patient is fine. There was no alleged device malfunction. No additional patient or event information was provided.